Event description:
The facility reported to customer service a malfunctioning pump. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information available.

Manufacturer narrative:
Evaluation summary: the reported condition of a malfunctioning pump was confirmed. During inspection of the device failure code 570:320:831:0000 was found. Inspection of the device found that the failure code and reported condition was caused by depleted and potentially damaged batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which was opened on april 1, 2005.